Manufacturer narrative:
(B)(4). Results: (arterial occlusion). Results & conclusion: (inadvertent movement of the c-arm during deployment of the stent graft).

Event description:
An endurant stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approx one month ago. It was reported that the c-arm picture was marked on the screen; however, after the bifurcated stent graft was implanted, it was noticed that the c-arm inadvertently moved and the stent graft was inaccurately deployed and partially covered a renal artery. The renal artery remains patent/open at this time and the pt was kept on heparin over night. The following day, the physician implanted a renal stent in the catheter lab where better imaging and more appropriate equipment can be utilized, to ensure long term patency. No add'l clinical sequelae were reported and the pt is fine.